Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the stapler was unable to fire on initial firing. The surgeon was unable to press the green button and squeeze the handle. Another reload was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. The trs material was properly anchored to the anvil and cartridge. The sutures were intact. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.